Event description:
It was initially reported that after implanting the intraocular lens into the patient's left eye, the surgeon noted a tear in the patient's capsular bag requiring the lens to be removed and replaced within the same procedure. There was no incision enlargement or vitrectomy required.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification which is the normal inspection magnification. Visual inspection revealed that the lens was received cut in halves. The lens condition was consistent with a lens that had been explanted. Based on the investigation no manufacturing cosmetic defects were confirmed. Device manufacturing record was reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.